Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient's right atrial lead exhibited high pacing impedance. Programming changes were made. The patient was stable.